Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The hospital nurse called to report a hospitalization and a motor error alarm. The customer then called to confirm that she was hospitalized for low blood glucose levels. The customer stated that she was found unconscious by her son, and her blood glucose reading was 32 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump gave several blood glucose reminder alarms, and she gave herself a bolus after each alarm, even if her blood glucose levels were within range. Advised the customer that she does not need to deliver a bolus after each blood glucose reminder alarm. Advised the customer to contact her insulin pump trainer for further training, if needed. Nothing further was reported.